Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient transmitter issues that occurred on (B)(6) 2015. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. There was no shared data log available for review. The customer complaint was not confirmed. A root cause could not be determined.